Event description:
The manufacturer received information alleging a ventilator's touchscreen was frozen. The device was not in patient use. The customer was instructed by product support on how to shut the device down and restart. The customer states the issue has been resolved.